Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected pump error alarms noted during testing, however multiple pump error alarms were found in the long trace file due moisture damage on motor assembly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and corrosion on force sensor assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to  the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarms including a critical error. Blood glucose level at the time of the incident was 235 mg/dl. During troubleshooting, customer reported that they were unable to rewind. Customer stated that the device may have been exposed to high magnetic fields. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.